Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm. The aortic neck was 19mm in diameter proximally and 21mm distally. It was reported that an angiogram was performed for a possible type ia endoleak. The endoleak was found to be originating from the proximal end of the stent graft. A femoral artery approach was made, where coil embolization was performed to the proximal main body. Per the physician the cause of the event is anatomy related (on the CT image the distal end of the proximal neck appeared to be dilated and the physician suspected that development of the proximal type I endoleak was attributed to the increased aneurysm diameter that was caused by factors such as type ii endoleak). No additional clinical sequelae were reported and the patient is fine.